Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visually inspection has been performed on the sensor patch and severed sensor tail was observed. An extended investigation has been performed. Visually inspection has been performed on the sensor patch and no issues were observed. Further investigation was not performed due to adhesive was not returned. If the adhesive is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported the adc device prematurely detached and customer was unable to obtain readings. As a result, customer experienced symptoms of dizziness, sweating and tremors and received treatment of food and drink provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
A webform complaint was received in which it was reported the adc device prematurely detached and customer was unable to obtain readings. As a result, customer experienced symptoms of dizziness, sweating and tremors and received treatment of food and drink provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.